Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the upper part of the dilator broke and the doctor could not proceed with the product. A new set was used and the procedure and the procedure was completed without issue.

Manufacturer narrative:
Qn# (B)(4). The customer returned one sheath/dilator assembly. Visual examination revealed that the dilator was separated from the hub; however, the hub was not returned by the customer. Microscopic examination confirmed the separation. White coloration was found at the separation point on the dilator, indicating stress. The dilator length was found to be within specification, confirming that the entire dilator was returned. The dilator met all dimensional requirements. The returned dilator was able to pass through the returned sheath with minimal resistance. A device history record (DHR) review was performed with no relevant findings. The IFU included with this product informs the end user to perform a skin wheal before inserting the dilator to minimize resistance. The complaint that the dilator separated in use was confirmed by examination of the returned sample. The dilator contained white stress marks at the point of separation, indicative of excessive lateral force. A DHR review was performed with no evidence to suggest a manufacturing related cause. Based upon the sample received and the report that this sample broke in use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the upper part of the dilator broke and the doctor could not proceed with the product. A new set was used and the procedure and the procedure was completed without issue.